Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the proximal conductors were slightly distorted due to pulling. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. The physician suspected it dislodged due to twiddling. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.